Event description:
Laboratory performed psa testing on the dimension rxl. Result was 7.3 ng/ml, repeated 7.3 ng/ml. Sample was tested on alternate analyzer and produced result 1.8 ng/ml. Dade behring inc. Received sample and on 11/13/00 confirmed lower result - 1.27 ng/ml with an alternate lot of reagents formulated to reduce non-specific binding. Concluded patient sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse patient consequences.